Event description:
It was reported that the left ventricular lead exhibited one episode of noise. No intervention was performed. The patient was in good medical condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.